Manufacturer narrative:
Additional information is provided in section b5 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was received that the issue with the device was already detected during an incoming check at the workshop of karl storz greece and not in a clinical environment at the hospital.

Manufacturer narrative:
Device evaluation: during investigation of the returned product the reported problem ("image and light interruptions are occurring") could not be confirmed. Various tests were carried out and no functional error could be found. The only damage found is a damaged cover, which does not affect the function of the blade. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that it has just returned from repair and it has the same problems image and light interruption we have tried three different mac 2 on the same monitor and they work fine. No negative impact in state of health reported. It is currently unknown whether the error occurred during medical procedure on a patient.